Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump has a cracked case along the reservoir chamber and along the entire reservoir area. The customer's blood glucose reading was between 90 to 125 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.